Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2011. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x20mm taxus liberte stent delivery system would not cross the lesion. The 88% stenosed lesion being treated was located in the severely tortuous and calcified right coronary artery (rca). The lesion was pre-dilated with a 15x2.5mm maverick balloon catheter. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as stable. However, the returned product confirmed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. A strut at the distal end of the stent was raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)